Event description:
A health care professional reported that during an implantable collamer lens (icl) implantation procedure, lens tore/broke during injection/delivery into eye. In a seperate surgery the lens was exchanged with same size lens. This resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
Claim # (B)(4).